Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with moderate calcification and no tortuosity. The 4.0 x 23 mm xience prime device was advanced to the lesion. The stent delivery system (sds) balloon was inflated and the stent was implanted successfully in the target lesion. However, during removal, the sds balloon could not be deflated. It was attempted to be deflated several times unsuccessfully. There was resistance during removal, as the balloon was being retracted still inflated, and several assertive pulls were performed to retract the sds. When the sds balloon reached the introducer sheath, it could not pass through the introducer sheath. Another assertive pull was performed and the balloon ruptured. The sds was able to be completely removed from the anatomy. The patient experienced a little bit of bleeding from the access site, and a minor blood transfusion was performed. A new radial puncture was then performed in the other arm to implant another xience stent overlapping the previously placed xience prime 4.0 x 23 mm stent. This action was not a consequence of the xience prime 4.0 x 23 mm sds balloon deflation issue. The target lesion was not completely covered by the xience prime stent and it had been decided to implant another stent. A new access point using the other arm was chosen due to the transfusion performed for the bleeding. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was not confirmed. The difficulty to deflate and difficulty to remove could not be replicated due to the condition of the returned product. Based on visual and functional analysis and cine review of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Bleeding, as listed in the instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.